Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that a patient presented remotely with their implantable cardioverter-defibrillator that had non-sustained right ventricular oversensing in the form of far p-wave oversensing. Intervention was discussed but no changes were reported. There were no patient consequences.